Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and instructed the customer on returning the malfunctioning one using a pre-paid label. The customer was also advised to continue using the current pump as backup therapy until the replacement arrived. They were informed of the steps to take upon receiving the new pump and confirmed their understanding of these instructions.